Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 29 unopened racepacks. Analysis and results: there is a previous complaint of this code batch but not regarding needle detachment. Manufactured (B)(4) units of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified: taking into account that the results of samples received do not fulfill the specifications of the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. Needle detached from thread very easy.